Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog iq instrument, it was reported that after processing the instrument, it was pumping blood into the saline bag. The use of the instrument was unspecified. There was no patient impact associated with this event. Medtronic received additional information that the instrument was not in need of repair. The resolution was found by phone conversation. Dirty optics and a broken autolog wash kit centrifugal bowl that was not cleaned up properly was the root of the problem. The customer was asked if they had the damaged bowl, but they did not keep it as they said it was a user error not a defective product. The service technician explained to the in house technician, how to do a proper cleaning and once completed, the instrument was given back to perfusion and the issue was resolved. Medtronic received additional information that the customer's biomed couldn't confirm saline getting into the bag however, a perfusion student was the one who reported the problem. According to the biomed, this has happened with this individual before but no one can confirm it except the user who said it happened. The perfusion student could not specify where the blood came from, but it was not a broken bowl / disposable. No one could confirm the amount of blood in the saline bag.